Event description:
It was reported that an asymptomatic patient presented with post-paced t-wave oversensing on the ventricular lead. The oversensing was noted on a stored egm. Programming changes were performed. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that a merlin.net transmission showed non-sustained lead noise and undersensing. Reprogramming changes were recommended. No further information is available at this time.